Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the stimulation unexpectedly turned off on the controller. The patient mentioned that this issue began approximately 2-3 months ago. The patient noted they had gone through metal detectors at stores. The patient had been using group c settings and had not tried other groups. It was suggested that the patient try other groups to determine if the issue persisted across different settings. Additionally, it was advised that if the problem continued, the patient should follow up with their healthcare provider for further evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The cause of the stimulation turning off unexpectedly was unknown. When asked what steps were taken to resolve the stimulation turning off, having gone through metal detectors, the patient stated "no metal detectors". The issue was not resolved.